Event description:
It was reported that during preparation of an ultrasound guided drainage catheter placement procedure, the length of trocar needle was allegedly shorter than catheter resulted in the tip of the needle was not exposed. The procedure was completed by using another device. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiration date: 02/2024.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 8f navarre drainage catheter locking pigtail segment was returned for evaluation. Gross visual, dimensional and functional evaluations were performed on the returned device. During dimensional evaluation, the dimensions of the returned trocar stylet was found below the specification however the cannula and the stylet was found bent upon receiving the device for evaluation. Therefore, the investigation is inconclusive for the reported defective component as both the stylet and the cannula were returned in a bent condition and the exact circumstances at the time of the reported event cannot be verified. The definitive root cause could not be determined based upon available information. It is unknown whether manufacturing and/or procedural factors contributed to the event. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 02/2024), g3. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of an ultrasound guided drainage catheter placement procedure, the length of trocar needle was allegedly shorter than catheter resulted in the tip of the needle was not exposed. The procedure was completed by using another device. There was no patient contact.